Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water polo (balloon) was not inflated and the joint of the two way joint was inflated when the water polo was fixed.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. It is unknown whether the device had met relevant specifications. Based on the attached photos, no visual abnormality was observed. However, no functional testing could be performed as only photos are provided. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be pinch lumen/ collapse lumen/ thick sac thickness/ valve damage/ short inflation lumen. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: to deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water polo (balloon) was not inflated and the joint of the two way joint was inflated when the water polo was fixed.